Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his monitor was making a loud noise and was then unable to power on. The pt was provided with replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is completed. The reported problem was confirmed. The cause of the loud sounds was the watchdog timer alarm. The watchdog timer was activated due to a communication error caused by an intermittent connection between the u104 and the flash memory. The cause of the intermittent connection between the u104 processor and the system flash residing within u102 and u105 cannot be positively identified, but is suspected to be a cracked conductor or solder connection at, or near, one of the bga connections on the bottom of the u104 processor. The root cause of the intermittent connection is suspected to be excessive bending/flexing of the ca board near the u104 processor. No adverse event occurred from the defective monitor. The pt was provided with a replacement monitor.